Event description:
Human reaction: customer reports that pt experienced irritation, inflammation and slow healing following an unspecified graft procedure. There are no reported adverse consequences to the pt related to this event.